Manufacturer narrative:
Complaint sample was evaluated. And the reported event was confirmed. Visual examination of the returned instrument found, it to exhibit signs of repeated use. Including it being nicked, gouged, and fractured. Device history record was reviewed. And no discrepancies were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-02603. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a provisional was found fractured in sterile processing. Attempts to obtain additional information have been made; however, no more is available.